Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unable to verify occlusion test due to motor error alarm.

Event description:
It was reported that the customer experienced high blood glucose the day before. It was stated that the device was not exposed to a high magnetic field. The displacement was performed and did not pass. The insulin pump alarmed motor error. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.